Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced early battery depletion. The right atrial (ra) lead triggered a warning due to low pacing impedance and also exhibited oversensing. The device and lead were explanted and replaced. During the explant of the device, the physician noted that the right ventricular (rv) lead had apparent breaks in the insulation distal to trifurcation. The rv lead was also explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334trg ICD, implanted: (B)(6) 2012, 694965 lead, implanted: (B)(6) 2006. (B)(4).